Event description:
Red flashing status indicator. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 27th january 2015. A fractured joint on j12 pin 14 (key 3) of the membrane pba resulted in the device failing self-tests due to a speech chip label mismatch error as the device was not powering up in CPR advisor mode. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, h017-014-204, on the 27th january 2015, and the device successfully passed all self-tests up to the 19th august 2018. Therefore, it is assumed the solder joint was making sufficient contact prior to this date. The device was still able to successfully deliver therapy via the audio prompts as demonstrated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red flashing status indicator. No patient involved.